Manufacturer narrative:
This case was reviewed and investigated according to the manufacture¿s policy. Blocks a2-a6: no patient involvement. Blocks b6 & b7: no patient involvement. Block c: not applicable. Block d4: expiration date is not applicable. Blocks d6, d7 & d10: not applicable. Block h3: the original power supply was returned for evaluation. Visual inspection observed damaged tabs on the 4 pin connector of the power connector. The second power supply that had presence of smoke has not been returned, but anticipated. A follow up report will be submitted upon completion of the second power supply evaluation. Block h6: the probable cause of the original power supply issue (would not power on) is likely damaged from use. The device integrity can be affected by external factors such as device manipulation, its impact, and applied pressure associated with use and handling. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that the intrasight system would not power on. A philips field service engineer (fse) arrived on site to replace the power supply. However, when attempting to power on the unit, smoke was coming out from the newly installed power supply. No patient was present, and no user injury reported. The following day, the power supply was replaced again; system met specification for the performed service and returned for use. This product problem is being reported because the intrasight had presence of smoke. There is potential for harm if it were to recur.